Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post implant follow-up, loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed, which confirmed the lv lead was dislodged. The lv lead was repositioned to resolve the event. The patient was in stable condition.